Event description:
The consumer reported a conflicting result with a single binaxnow covid-19 ag self test performed on (B)(6)2025 on a nasal swab. The consumer reported a negative result at 15 minutes and a change to a positive result before the end of the read-time window (15-30 minutes). Repeat testing was not performed. The consumer reported symptoms of congestion and headaches. The consumer confirmed there was no patient harm due to the test results, and there was no impact to their treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000908006 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 0000908006, test base part number 195-430wjr/ lot 908006. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000908006 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.